Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
The information provided about the event date with the initial report was incorrect. The correct information has been included with this report. The information provided was incorrect with the initial report. The correct information has been included with this report

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis and high blood glucose level of 630 mg/dl on (B)(6) 2020. Customer's high blood glucose began on (B)(6) 2020 and treated with insulin pump. Customer experienced symptoms such as nausea, diarrhea and vomiting. Customer went to the emergency room and the blood glucose was 400 mg/dl at the time of admission to the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with saline and insulin. Customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room for diabetic ketoacidosis and high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 630 mg/dl and then they were admitted to hospital and blood glucose level was 400 mg/dl when they admitted to the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Customer experienced symptoms such as nausea, diarrhea and vomiting. Customer was treated with saline and insulin in hospital. Customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.